Manufacturer narrative:
On april 7, 2009 the drill involved in the reported event was evaluated. During the evaluation the technician noted worn bearings and dynamic seal. The sealing of the air paths in the drill were most likely compromised allowing oil to leak from the handpiece. The device was repaired and returned to the customer.

Event description:
It was reported by the sales rep that the drill was leaking from the motor end prior to the case starting. There were no reports of any adverse pt event associated with this malfunction.